Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2010. The patient reported that the incontinence was better, but she still had to wear a pantyliner. About six months ago, the symptoms returned. The patient has begun working out. The patient was given hormone cream by the urologist which helped a little but has worsened again. She returned to her urologist who suggested possibly putting beads in sometime in the future.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.(B)(4)

Manufacturer narrative:
(B)(4) - upon review of the patient medical records, the patient did not have an ethicon tvt device implanted. Therefore, this is not an ethicon product complaint.